Event description:
The patient was revised because of pain and excess fluid in the joint.**update: (B)(4) 2013 - litigation papers received. Litigation alleges tissue reaction secondary to metal ion wear. There is no additional information that would affect the outcome of this investigation.

Event description:
The patient was revised because of pain and excess fluid in the joint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this event as determined the depuy legal team, have been sent for external evaluation. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A review of provided medical records and patients x-rays have been examined but did not identify a root cause or product contribution. The complaint will be reopened upon receipt of a report from the external evaluating facility. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
The patient was revised because of pain and excess fluid in the joint. **update: (B)(4) 2013 - litigation papers received. Litigation alleges tissue reaction secondary to metal ion wear. There is no additional information that would affect the outcome of this investigation. Update rec¿d (B)(4) 2013¿ pfs and medical records received. Revision operative confirmed reason for revision, "adverse local tissue reaction secondary to metal ion wear." There is no new additional information.

Manufacturer narrative:
(B)(4). Previous examination of the returned product finds nothing outward to suspect product contribution. A search of the complaint database found no additional related reports for the reported lot code 2865971 or 3028917. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
(B)(4). Added: (patient/device).

Event description:
(B)(4) has been re-opened under (B)(4) due to the receipt of ppf and implant records. In addition to what was previously reported, ppf alleges metallosis. Added lawyer, surgeon, facility name and revision hospital. Updated patient's name. Corrected event date.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.